Event description:
Circumcision done using mogen type (scissors-type) clamp. Distal one-third of the glans, including the urethral meatus was excised. Was able to be reattached. Gap distance had been measured on the clamp and was reported to be in the correct range for infant clamps per previously published health device alerts.